Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the returned sample met specifications during evaluation. Visual evaluation of the returned sample noted one opened arctic gel neonatal pad present with no original packaging. Visual inspection noted the following: pad was received wet, including inside the foam tubing jacket. No obvious visible defects such as cuts or tears in the foam. No visible chips or deformities at the ends of all connectors. Tubing for the pad noted no kinks present. Hydrogel was intact with pad and not separated. No crushed dimples or signs of overlamination in the pad. The pad was tested. A total of 1.2 l/min of flow rate were registered during the test. Also, the system diagnostics were reviewed and circulation pump command was 35 percent, inlet pressure was -7.1 psi. No water leak was seen during functional testing. According to the test method, the flow rate was found to be acceptable for the returned pad. (Acceptable range greater than or equal to 1.0 l/min). The labeling/packaging review is not required as the reported event is unconfirmed. A DHR review is not required as the lot number is unknown. Correction: b: UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the caller stated that the arctic gel pad was saturated, and baby was not soiled, pad appears to be leaking from somewhere. They were unable to see a label with lot number. Advised to change the pad and restart therapy and hold onto the pad for investigation. The charge could be reached during the day to arrange return. Per follow up information received via task on 30apr2025, initial reporter was unavailable. Spoke with charge nurse, and it was reported that they received the sample return box. They included the leaking gel pad and sent the box with the bd representative and was unable to provide any additional information about the reported event.

Event description:
It was reported that the caller stated that the arctic gel pad was saturated, and baby was not soiled, pad appears to be leaking from somewhere. They were unable to see a label with lot number. Advised to change the pad and restart therapy and hold onto the pad for investigation. The charge could be reached during the day to arrange return.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.